Event description:
Device complications: unable to advance. Time of complication: during procedure. Symptoms: none reported. It was reported that the acculink was not successfully deployed due to tortuous vessels. A possible vessel dissection occurred while attempting to implant. The pt was sent to surgery to repair the dissection. No additional information is available.